Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had partial display screen. The blood glucose was 368 mg/dl at the time of the incident and declined troubleshooting for high blood glucose. Customer stated that, the readings will be off and on hard to read, it will be pieces missing and half of it is faded and he will try to make out what it is and he will kind of know but it doesn't show up true and when it gets to the numbers, he cannot make out the number, there are lines in it. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The device was received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low sensor alarm due to missing segment. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.